Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was discarded , therefore physical evaluation cannot be performed. Device history record was not reviewed as the customer did not provide the lot number. As stated on the IFU (instruction for use) the user manual states: if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show re-grasp. Release the forceps jaws so they are not in contact with each other and the device will become operational. The root cause could not be conclusively determined as the device was not sent back for evaluation. However, per the IFU, the forceps jaws may have come in contact with each other while the power is activated causing the re-grasp defect. Olympus will continue to monitor the field performance of this device.

Event description:
Updates on the event description: further communication with the customer conveyed the following information: three (3) forceps failed in the middle of two (2) laparoscopic salpingectomy cases. No other device(s) were involved in the event(s). There was approximately a three (3) minute delay in the procedure in which the subject device was used. The first case was completed by using a new handpiece. In the second case, a different brand generator and handpiece were used after the failure of the olympus handpiece. There were no patient injuries. There were no error messages, alerts or alarms associated with this event. During the procedure, the handpieces, cords/cables were inspected for damage and there was no noted damage.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility disposed the device. Investigation is ongoing therefore the root cause of the reported phenomenon cannot be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during two (2) unspecified procedures, three (3) pk-cf0533 with unknown lot number failed. The reporter stated, device showed re-grasp errors. There was no patient impact or harm reported, no user injury reported. This report is related to reports with patient identifiers (B)(6).